Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date was used. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for unknown foreign matter with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no unknown foreign matter was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for unknown foreign matter with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and unknown foreign matter was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes contained foreign matter. No serious injury or medical intervention.